Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is installing the implant(s) too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 493875, mfd. 04/10/2017, expires 2022-04, (B)(4); 2nd (second): ifuse implant, p/n 7060-90, lot# 493925, mfd. 05/16/2017 expires 2022-05, (B)(4); 3rd (third): ifuse implant, p/n 7045-90, lot# 493893, mfd. 04/30/2017, expires 2022-04, (B)(4); 4th (inferior): ifuse implant, p/n 7045-90, lot# 493924, mfd. 05/16/2017, expires 2022-05, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where four implants were placed. The surgeon later determined that there were bone fragments in the s1 neuroforamen caused by the installation and subsequent intraoperative adjustment of the depth of the implants. In (B)(6) 2017, the surgeon performed a foraminotomy and removed the bone fragments.